Event description:
A pt underwent a therapeutic procedure for hemostasis of a post polypeotomy bleed site. The resolution site - over a vessel in the sigmoid colon. The scope was not in a retroflexed position - the anatomy was not tortuous. Attempts to activate to completed deployment resulted in a tight restriction in the handle - the ring would not move. The clinician was concerned if the clip did not deploy - pulling the device off the site would result in significant bleeding as it was on a vessel. The clip did successfully deploy with manipulation of the sheath the pt did not sustain any ill effect as a result of the deployment issue. The pt condition is noted to be 'ok'.